Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. The iol product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A specialty materials coordinator reported that an intraocular lens (iol) was placed in a patient's eye, but was removed due to the lens being scratched. There was no patient harm and the procedure was completed with a new iol.

Manufacturer narrative:
The lens was returned outside of the fully assembled lens case, adhered by blood and solution to the serialized side of the lens case lid. Blood and solution is dried on the lens. The optic has multiple scratches and scrape marks on the anterior and posterior sides. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The viscoelastic indicated is not qualified for the product combination used. The reported scratch was observed. The root cause for the reported damage may be related to a failure to follow the dfu. The file indicates the use of a non-qualified viscoelastic. Due to varying material properties, the use of non-qualified viscoelastic may result in lens delivery difficulties and/or product damage. The manufacturer internal reference number is: (B)(4).